Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported. No further information is available.

Event description:
The customer reported that the amplifier makes a whistling noise on the 8800 system. No patient injury was reported.